Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review could not performed at this time; the lot number provided did not align with the lot numbers or serial numbers for the product. The reported complaint was unconfirmed. Root cause analysis could not be completed since product was not returned.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3004608878-2019-00080, 3004608878-2019-00083, 3004608878-2019-00084, 3004608878-2019-00086.

Event description:
This is 4 of 5 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp was shaking and loose. Complementary information received on 07april2019 indicated that there was no impact on the patient. The customer found that the new mayfield moved more than old ones and they were not comfortable with this.